Event description:
It was reported that lead noise was observed during office check after the patient notifier alert. Non sustained rv oversensing was noted. Patient was asymptomatic. The noise could not be reproduced in the clinic. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that an asymptomatic patient presented into clinic after receiving vibratory alert for non sustained rv oversensing. The lead was tested normal during in-clinic testing. The lead was explanted and replaced. Patient was doing well.